Event description:
New information received.

Event description:
It was reported that before an unknown procedure, the nurse found that the jaw was broken when the package was opened. Unknown how case was completed. There were no adverse consequences for the patient. One device will be returned.

Manufacturer narrative:
(B)(4). Received new information that the tissue pad did not detach. The complaint does not meet the criteria for a reportable event.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Potential reprocessing; a new blade cannot break unless it was cracked by prior use. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.